Event description:
Event description guidant received information that the patient with this pacemaker, experienced a syncopial episode. It was noted that the automatic capture (ac) feature has been in retry 45% of the time. Evaluation of the ventricular lead revealed the impedance and sensing values were within the normal ranges; however, the threshold measurements have increased compared to the previous months values.